Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving unknown morphine drug via an implantable pump for spinal pain indications. It was reported that the patient came in for a refill yesterday, and there was a warning for a motor stall service code 243. The provider interrogated the pump and completed the refill and as soon as they updated the system, it showed that the pump was no longer in motor stall. Caller stated they did not run the logs. Caller asked if it was worth it to meet the patient to get the logs or what action is there. Caller was not sure if the patient had an MRI. Reviewed if that was the case it sounds like the pump never got read after the MRI, and it was in telemetry mode. Agent reviewed that pump will usually still be running if it goes into telemetry mode and the recovery log is delayed. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received stating that they planned to do a dye study on (B)(6) 2026. The rep added that they confirmed that the motor stall was on (B)(6) 2026, and they confirmed that the patient had an MRI that day. Patient had not been hearing an audible alarm from the pump following the MRI. Agent reviewed information on telemetry state and advised that the pump is likely working as intended. The rep stated that they do not plan on explanting now and have put the pump at minimum rate. Caller mentioned that pt had a spine surgery and may not need the pump going forward. Agent advised that they could opt to put saline in the pump and run it at minimum rate to keep it functional. Additional information was received from a manufacturer representative (rep) stating that no dye study was conducted. No additional actions were needed to resolve the motor stall. The issue was resolved.